Event description:
Device 2 of 2. Reference MFR report # 1627487-2019-02482.

Event description:
It was reported that during the surgery to replace the s1 lead (reference MFR report # 1627487-2019-0248), the l5 lead also migrated out of place and was explanted and replaced. Postoperatively, patient has effective therapy.